Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer wanted to replaced alarm display board. Technical support advice the customer to calibrate the pressure transducer and look at the thumbwheel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator driver stops when the map (mean airway pressure) is below 12. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer wanted to replaced alarm display board. Technical support advice the customer to calibrate the pressure transducer and look at the thumbwheel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator driver stops when the map (mean airway pressure) is below 12. As of this time there is no information about patient involvement associated with this reported event.